Event description:
Patient accidentally called (B)(6) and patient had a (B)(6) implant. The reason for call was patient reported they weren't getting much relief with their 2014 (B)(6) implant and the issue began they would say (B)(6) 2020. Patient was getting a tune up then they found out that 11 of the leads failed or were not working and that was why they weren't getting much relief. Patient's hcp tried to replace the leads in 2020 but they couldn't get the leads up the patient's spine. Patient stated the hcp had the battery pack in their hip but the leads were not connected to anything. Patient was referred to a neurosurgeon and in between that time patient got a staph infection. The neurosurgeon waited until the infection cleared then the new implant was put in probably (B)(6) 2020. Patient confirmed they had (B)(6) implants and they had 4 implants; serial number on equipment was (B)(6). Patient noted they didn't know why they called (B)(6). Patient needed sticky tapes. Agent transferred patient to (B)(6). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5151105, #mw5151106, #mw5151107.